Manufacturer narrative:
H4: the device was manufactured from april 23, 2019 - april 25, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which showed fluid inside a bag that contained the folfusor device which suggested leak may have occurred. However, due to the nature of the returned sample, no further testing could be performed. Therefore, the cause of the condition could be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) was leaking. The leak was contained within the sealed overpouch. This issue was discovered prior to patient use. The device was filled with fluorouracil 3000mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.